Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "meter does not recognize strip when inserted into the meter, when the meter is already turned on." The cca assisted the patient with inserting the test strip into the meter, and the meter reportedly showed a black screen and then shuts off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.